Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that 2 hours after the had the implanted neurostimulator implanted, they went to a revival at church. Patient stated that a 14-year-old girl in their church took their fist and was beating the patient in their back. Patient stated that, since this, they "have been just in the same crazy pain" in their spine. Patient reported that during the scs trial they did not have one bit of pain and it was like they went to heaven. Patient called back and repeated previously documented information. Patient mentioned ever since that day the little girl was beating on the patient's back where the leads go they felt no different and were in excruciating pain. Patient mentioned when they turn it up (agent understood as stimulation) it was more shocking in their right kidney area instead of the sciatic nerve in the right buttock cheek down into my back, legs down into the ankle. Patient mentioned it (agent understood as stimulation) shocking in their right kidney instead of the affected area which are the right buttock, back of the right leg down into the bottom of the calf into the perineal nerve in the right foot, mostly in the right ankle. Patient mentioned their ankle a lot of the time feels like someone is chopping it with an axe. Patient noted they have a lot is the pain is in the right testicle rad iates through didn't have it during the trial has that now.  The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with their hcp on nov 6th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.